Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine (25 mg/ml at 2.907 mg/day) via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the patient had a refill on (B)(6) 2018 and they removed 19 ml out of 20 ml from the pump for a 3 month period, so "it hadn't been working." The patient was redirected to follow up with their doctor regarding the volume discrepancy. No patient symptoms were reported. No further complications were reported.